Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer believes the insulin pump was in good condition. Customer stated the insulin was normal and it was not exposed to heat or sunlight. Customer insulin pump will be returning for analysis.